Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor anomaly noted during testing. Motor was tested outside the device and passed. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with scratched display window cover, minor scratched lcd window and cracked retainer.

Event description:
The customer reported via phone call that they had low battery alarm. The customer's blood glucose was 120 mg/dl. Troubleshoot was done. Recommended customer refer to back up plan. The product was returned for analysis.